Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Not available.

Event description:
The hospital has reported to sales rep that the hospital use many adm cups and the nurses are familiar with the unpacking procedure of the implant. However twice this day, they had problem with the package. The outer packet was open normally by the floor nurse and the scrub nurse would take the implant ( lot g3117925) from the box. When she took the implant ( took it where the label says "lift here," the label broke ( tore to pieces) and then implant fell on the floor. They opened a new implant ( lot g3117926 ), the problem was the same with this implant, but the scrub nurse was aware of the problem, and had a safe hand under the implant when lifting and it was ok to use and this implant was used for surgery and will not be returned.

Manufacturer narrative:
An event regarding a packaging issue (torn label) involving an adm shell was reported. The event was not confirmed. Method & results: device evaluation and results: the device was implanted and the packaging was not returned. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined based on information was provided. The packaging was not returned for evaluation and the event could not be confirmed. No further investigation is possible at the time. If additional information becomes available this investigation will be re-opened.

Event description:
The hospital has reported to sales rep that the hospital used many adm cups and the nurses are familiar with the unpacking procedure of the implant. However twice this day, they had problem with the package. The outer packet was open normally by the floor nurse and the scrub nurse would take the implant ( lot g3117925) from the box. When she took the implant ( took it where the label says "lift here," the label broke ( tore to pieces) and then implant fell on the floor. They opened a new implant ( lot g3117926 ), the problem was the same with this implant, but the scrub nurse was aware of the problem, and had a safe hand under the implant when lifting and it was ok to use and this implant was used for surgery and will not be returned. Update: there was a five minute delay.